Event description:
The customer stated the meter was reading too high. While troubleshooting, he performed a normal control test and the result was 164 mg/dl. The normal control range is 86-118 mg/dl. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.